Event description:
Additional information was received 16sep2019. As reported, access was obtained in the right internal jugular vein, not in the groin. As the dilator made contact with the patient's skin, the device's sidearm detached and fell to the floor. The defect was noticed immediately by the performing physician, who replaced the device with another, unknown sheath to complete the procedure. No further information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. Investigation - evaluation. Reviews of the complaint history, device history record, manufacturer's instructions, drawings, quality control procedures, instructions for use (IFU), as well as dimensional verification and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed detachment of the sidearm from the check-flo assembly. The device was returned with biomatter on the distal end of the dilator. The outer diameter of the side arm was measured 0.14082 inches. The sidearm measured 16.8 cm in length. Glue residue was present on the side arm tubing and inside of check-flo valve. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not otherwise made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided and the examination of the returned product, investigation has concluded that no cause could be established for the device failure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation = non-healthcare professional- lab manager. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure involving a patient of unknown age and gender, the side arm of a flexor guiding sheath detached from the device upon insertion into the patient's groin for femoral access. Unknown 5 french catheters, 0.035 inch wires, and micropuncture devices were used during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.